Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair is driving in circles when sitting in the chair, the left motor locks up.